Event description:
It was reported that one corner of the sterile packaging was not completely sealed. During device preparation for the angiogram procedure, an eluvia us, 7x100, 130 cm was selected for use to treat peripheral artery disease. As the device packaging was opened, it was observed that one corner of the sterile packaging was not properly sealed, compromising the sterility of the device. The potentially contaminated eluvia was not used and was disposed of by the staff. The eluvia was replaced in order to complete the procedure. There were no reported adverse consequences to the patient.